Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to ongoing fluctuating blood glucose (bg) levels ranging from 190 mg/dl to 400 mg/dl and a loss of consciousness. Cause of bg levels was unknown. At the ER, customer was given blood tests and blood pressure was measured. Additionally, customer was checked for dehydration. Reportedly, customer left the ER 4 hours later with customer in stable condition (bg 202 mg/dl).